Event description:
During service of the device, the manufacturers field service engineer (fse) reported the backup battery did not pass testing. The fse replaced the battery to address the service finding. Applicable final testing was performed to operating specifications and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.